Event description:
A customer contacted beckman coulter (bec) and reported that one patient sample was analyzed for troponin (accutni) three times on their access 2 immunoassay system, recovering results below the normal reference range, above the acute myocardial infarction (ami) cutoff value, and then within the risk stratification range (0.03ng/ml, 055ng/ml, and 0.1ng/ml respectively). The customer then ran the sample three times on their alternate access 2 analyzer, recovering all three replicates below the normal reference range at 0.0ng/ml. Archive data file analysis shows the customer continued to run patient samples on the instrument that generated the erratic accutni results without incident. One other accutni sample was repeated on this date with acceptable results. A total of 362 patient samples were run between (B)(6) 2013 - (B)(6) 2013. No flags were generated during this time that would indicate a systemic issue.

Manufacturer narrative:
The customer requested service and bec field service engineer (fse) was dispatched to the customer site. The fse noted the wash stator pin was loose and the pipettor alignment was "a bit off". The fse performed the required type I hardware verification protocol, and per the service report hardware was ruled out. Per bec investigator conversation with an internal hardware subject matter expert (sme), it is unlikely that hardware is the cause of this event, as the customer continued to run patient samples without incident. The cause of this event is unknown and cannot be determined with the information provided.